Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was trying to bolus an amount larger than the settings would allow. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly the customer experienced dizziness due to the elevated bg. Reportedly the customer contacted their healthcare provider and tandem technical support to help them address their elevated bg level. A correction bolus was delivered to address bg. During troubleshooting with tandem technical support, the customer updated the max bolus amount and resumed insulin therapy.